Manufacturer narrative:
(B)(4). D10: concomitant devices: cat# 110010269 lot# 66175382 g7 osseoti multihole 62 mm h unk biomet stem. Unk modual cocr head 28 mm +6 neck. Unk g7 liner dm liner 44 mm. The product was evaluated through manufacturing review and medical records confirmed the reported event. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This device was erroneously reported under an incorrect complaint file and is now being submitted under the appropriate complaint file and MFR site. See original report 3005751028-2025-00019.

Event description:
It was reported that during the patient's most recent right hip arthroplasty, the patient experienced nerve damage that has resulted in the muscle not firing and leading to an inability to walk. Nerve conduction studies have been performed and the patient was diagnosed with femoral neuropathy. The patient is planning to be admitted to an inpatient rehabilitation center for intensive rehabilitation. Attempts have been made and no further information has been provided.